Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance on (B)(6) 2018 due to passing out from hypoglycemia. The customer's co-worker found her and gave her a dose of 50/50 sugar. When she awoke, her blood glucose was 35 mg/dl. Paramedics arrived on scene and attempted to make the customer eat food. By the time she arrived to the ER, her blood glucose was approximately 200 mg/dl. The customer experienced symptoms such as sweating, incoherence, and loss of consciousness. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was not completed and the outcome was inconclusive; however, the customer stated that she identified a pool of insulin around her site area. A possible insulin over-delivery may have contributed to the hypoglycemia. The insulin pump will not be returned for analysis.